Manufacturer narrative:
A reported event of device deformation could not be confirmed. One image was received from the field appearing to show an amplatzer septal occluder deployed however, the device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. However, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 5mm by 4mm amplatzer duct occluder was chosen for implant using a non-abbott delivery system. There was no angulation or kink noted in the delivery system. While attempting to implant the device, the health care professional deployed the device, but the right disc could not be released and deployed in a cobra shape. The device was found to be defective. There was no noted interaction with cardiac structures during deployment. The deformed device was not released from the delivery cable while inside the patient. No replacement device information was provided. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.